Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a (B)(6) year old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("irregular and heavy menstrual periods"), abdominal pain ("abdominal pain"), back pain ("back pain"), abdominal distension ("excessive bloating"), arthralgia ("joint pain"), tooth disorder ("dental issues"), urinary tract infection ("frequent urinary tract infection"), fatigue ("chronic fatigue"), memory impairment ("memory issues") and dizziness ("dizziness") and was found to have weight increased ("excessive weight gain"). The patient was treated with surgery (essure device removal). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menometrorrhagia, abdominal pain, back pain, abdominal distension, weight increased, arthralgia, tooth disorder, urinary tract infection, fatigue, memory impairment and dizziness had not resolved. The reporter considered abdominal distension, abdominal pain, arthralgia, back pain, dizziness, fatigue, memory impairment, menometrorrhagia, pelvic pain, tooth disorder, urinary tract infection and weight increased to be related to essure (ess205). The reporter commented: it was reported that her symptoms have not resolved as she still has the essure device implanted. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2020: plaintiff fact sheet received. Reporter information updated. Product indication female sterilization newly updated. Essure removal date & details newly added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.